Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately on (B)(6) 2025, the patient was at home and suddenly her head hurt, she was incoherent, could hardly stand and staggering all over the place. Her husband drove her to the hospital. The patient believed that the sensor was reading inaccurately and said that the last dexcom reading she remembers was approximately 200 mgdl. She can't remember if they did fs. The patient was then given IV fluids along with a bag of other fluids. The patient was admitted for three days due to hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with approximately 200 mg/dl cgm reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.